Event description:
It was reported during an idiopathic ventricular tachycardia (idvt) procedure, there was a rise in impedance on the stockert generator when the thermocool sf navigational catheter was in use. The catheter was removed and it had char on it. The catheter was cleansed and used to complete the procedure. There was no known incident or injury to the patient. Upon request, additional information was provided on the event. The impedance issue was noticed by the physician when the high impedance warning alarmed and the stockert generator turned off the ablation. The setting on the stockert generator was the factory cut-off level of 250. The stockert generator settings were manual which began at 30w, ramped up to 40w and then to 50w. Temperature auto control with the thermocool sf navigational catheter and reading 27-29c. Flow rate was at 8cc at 30w and 15w above 30w. The ablation did cut off properly. The char was noticed when the physician pulled the catheter out of the sheath. There was no irrigation abnormality noticed. There were several ablations at this site and the physician stated that ¿he had the catheter deeply seated¿. Ablation total time was set to 120 seconds. It occurred approximately 30-45 seconds into the ablation time. The generator was in power control mode. The size of the char was the tip end of the catheter circumference located at the very distal aspect of the tip. The physician did not consider that the char was excessive, but just very unusual. There was no patient consequence. The presence of char on the catheter is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).